Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a lighttrail reusable laser fiber was used during a lithotripsy procedure to treat stones in the left ureter, performed on (B)(6) 2022. The laser unit used was an auriga laser console with laser settings of 12 hertz and 300 millijoules. During the procedure, the laser fiber suddenly failed, the staff took it out of patient and realized it was broken. No fiber fragments fell inside the patient. The procedure was completed with another lighttrail reusable laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 15, 2022 that a lighttrail reusable laser fiber was used during a lithotripsy procedure to treat stones in the left ureter, performed on (B)(6) 2022. The laser unit used was an auriga laser console adn the laser settings were a frequency of 12 hertz and 300 millijoules. During the procedure, the laser fiber suddenly failed, the staff took it out of patient and realized it was broken. The procedure was completed with another lighttrail reusable laser fiber. There were no fiber fragments fell inside the patient's body. There were no patient complications reported as a result of this event.

Event description:
It was reported that during a lithotripsy to treat stones in the left ureter at 12 hertz and 300 millijoules, the fiber suddenly did not work as expected. When the fiber was removed, it was found to be broken. It was noted that there were no fiber fragments inside the patient body. A second fiber was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. Visual analysis of the of the returned fiber identified the fiber was in two pieces. The exposed glass tip was degraded; however, examination under magnification confirmed a pattern on the tip consistent with normal degradation. Laser fibers are consumable devices and expected to degrade with use. The light from the sub miniature a (sma) connector was bright and round indicating there was no fracture within the connector. Based on the information available and analysis results, the reported allegation of a fiber break was confirmed.